Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
They just unravel- tampon [device breakage] case narrative: consumer reported via e-mail that the tampons unravel. No injury reported.